Event description:
A customer contacted stryker to report that their device would not provide shock during a patient procedure. As a result, defibrillation therapy would not be available, if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.